Event description:
After sheath was changed to starclose sheath, device was inserted through sheath. It was properly snapped to sheath and raised up to begin splitting, but splitting did not work. It was then noticed that a leaflet on the end of starclose was kinked and would not advance any further. After several attempts at pulling out system with no success, emergency release button was used and starclose was aborted.manufacturer response: the device will be replaced